Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had experienced a blood glucose (bg) over 600 mg/dl with abdominal pain, lethargy, vomiting and large ketones on (B)(6) 2014 related to a battery life issue with the insulin pump. Reportedly, the issue began (B)(6) 2014 when the patient observed corrosion in their pump. The corrosion was cleaned out and the battery replaced. It was reported that the patients bg was increasing on (B)(6) 2014, but responded to a correction from the pump. On (B)(6) 2014, it was reported that the bg again increased and was not responding well to corrections from the pump. There were multiple unspecified battery warnings emitted on (B)(6) 2014 resulting in multiple battery changes without improvement. Reportedly, the pump had experienced intermittent power. On (B)(6) 2014, the patient¿s bg was 400-500 mg/dl with abdominal pain and lethargy upon waking. This progressed to a bg over 600 mg/dl with vomiting and large ketones. The patient was admitted to the hospital and came off the insulin pump at that time. Reportedly, the patient was treated with an insulin drip until the bg was in a normal range and then used insulin injections for 24 hours. It was reported that the patient then restarted on a loaner pump from their healthcare provider (hcp) with no further bg issues to date. This complaint is being reported because the patient allegedly experienced hyperglycemia associated with an alleged power issue with the pump

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/26/2014 with the following findings: there were pump reboots observed in the black box history. There was a replace battery alarm observed in the black box history on (B)(6) 2014 at 12:33am. Insulin delivery not resumed until 09:44am. The daily insulin delivery totals correctly reflected the user¿s programmed basal rates. There was corrosion observed in the battery compartment, with no other damage found to the compartment. The battery cap was not returned with the pump, so a test cap was used for investigation. The pump¿s electrical current draws were within specifications. The pump powered on normal and was exercised for 24 hours with no power issues or alarms occurring. The pump passed the delivery accuracy test and was found to be delivering within specifications. A ¿replace battery¿ alarm was duplicated during testing and the pump gave the appropriate audible and visual ¿replace battery¿ alarm. There were no leaks during testing and no evidence of internal moisture or damage when the pump was opened. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.